Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on december 17, 2008 that a corflo cubby gastrostomy device was used in a procedure. According to the complaint, the balloon ruptured and migrated out of the patient. Another lp gastrostomy device was used successfully. No patient complications were reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.